Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional patient/event details have been requested; however, no further information has been provided at this time. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the patient had a fecal management system inserted on an unknown date for an unknown reason. Sometime post-insertion, the patient had developed a small "query grade 2" pressure ulcer. The facility noted the patient underwent pre-insertion checks and was determined to be a good candidate for a fecal management system. No further information was available.